Event description:
It was reported that patient presented during routine pulse generator replacement with noise on right atrial lead and right ventricular lead. Upon interrogation, leads tested normally with normal capture and sensing and no evidence of lead noise. The right ventricular lead was partially capped at the pacing and sensing portions of the lead. The high voltage defibrillation portion of the ventricular lead was left active. The patient was fine before and after the procedure.